Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported even of device reaching elective replacement indicator before time was not confirmed. The device was received with normal telemetry communication and low output due to low level of the battery. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.